Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a hole punched in the display. This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump that had hole someone punched in the display was confirmed during product evaluation. The assignable cause was determined to be a cracked bezel. The front bezel and associated parts were replaced to correct this condition. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.